Event description:
The company received a medical record that reported that the patient experienced pain and tenderness at the implant site. It was determined that the patient had folliculitis at the implant device magnet site. The patient was prescribed bactroban to apply to the infected site for a possible (B)(6) infection. The patient was also prescribed bactrim to take orally as instructed.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. It was reported that the patient's issue was resolved with the treatment. The patient's device was later explanted due to loss of lock not related to this event as reported in MDR #3006556115-2013-00219. This is the final report.